Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) - the distal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted, the distal conductor had blood/body fluid (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the helix was distorted/bent, there was blood in/on the helix mechanism and sleevehead, and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead had high threshold and low r-waves. The rv lead was explanted and replaced. No patient complications were noted as a result of this event.